Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Additionally, some non reportable events are found: keyboard is not working due to faulty main board, dust inside the unit needs to be cleaned, wire found corroded, corrosion on printed circuit board. Based on the results of the investigation, the device was returned to olympus for inspection. A root cause could not be identified for the events. However, it is likely that the front panel glowed continuously and e105 was displayed due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus, the front panel light emitting diode (led) of the video system center was blinking and did not turn off; and thus displayed lamp error on the monitor. The issue was found during preparation for use for diagnostic upper gastrointestinal endoscopy. The procedure was completed with a similar device, and with no significant delay. There was no patient harm associated with the event.